Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 76" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department. The malfunction was duplicated and the pace/defib engine board was replaced. The device was recertified and returned to the customer. The pace/defib engine board was returned to zoll medical corporation, united states. The malfunction was attributed to a faulty resistor on the pace/defib engine board. The device was recertified and returned to the customer.